Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 470 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that they seems like the delivery of the insulin was slow. Customer tried to did a manual prime and it taken a long time before it comes out of the tubing changed his set again last night but was still experiencing high blood sugar. Customer reports they did not contact their health care professional regarding the high blood glucose. It was reported that the customer was not using automode. The insulin pump will not be returned for analysis.